Manufacturer narrative:
The baxter technician found the right control panel needed to be replaced. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in nov 4, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right control panel to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that care assist es155/255/455, nul (product code p1170ghpg0001, serial number (B)(6)), had bed raises on its own then won't lower. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.